Event description:
It was reported that the patient with this artificial urinary sphincter (aus) started experiencing urinary incontinence, which led to a surgical intervention. All components of the existing aus were explanted and replaced with a new aus. There were no patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.